Event description:
It was reported that during a pci procedure, the maverick2 monorail balloon ruptured at 8 atms on the second inflation. The lesion being treated was in the extremely tortuous and calcified proximal left circumflex coronary artery (lcx) with 90% stenosis. The balloon, ivus, and stent were all difficult to cross the lesion. The physician attempted to cross the lesion 4 times before inflating the balloon. Due to the extreme calcification, it took the physician 5 hrs to successfully complete the procedure of the left circumflex coronary artery and left anterior descending artery. The procedure was completed with another MFR's 2.0x15mm balloon, a quantum maverick 2.5x15mm balloon and the placement of another MFR's 2.50x23mm stent. Pt status is listed as "good".

Manufacturer narrative:
Device eval: the device was disposed of by the hosp, therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.